Manufacturer narrative:
Product has been requested but not returned for eval. Review of the device history record and sterilization record are in progress. Upon completion, a f/u medwatch will be submitted. (B)(4).

Event description:
This is the first of two reports on the same event involving two lot numbers of the same product. Refer to medwatch 9681121-2012-00034 for a description of the first lot reported. A report was received from an eye professional regarding a corneal ulcer associated with lens wear. The pt was initially diagnosed with a corneal abrasion in (B)(6) and presented with the ulcer on or about (B)(6) 2012. It was also noted that the pt experienced an eye infection. The pt was initially treated in (B)(6) 2012 (exact date unk) by an ophthalmologist and was diagnosed was a peripheral corneal ulcer one millimeter in size. The initial treatment is unk. The pt was eventually prescribed ciloxan four times a day and fluorometholone (fml) four times a day by the ophthalmologist. The issue resolved and scarring was noted. The visual acuity before and after the event was unchanged. Lens wear has not resumed and is dependent on the ophthalmologist's approval.